Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid colectomy the device was placed across the bowel and fired. It could not be removed from tissue. After a forty-five-minute delay they disassembled the device to remove from tissue. A similar device was used to complete the case. There were no patient consequences. It was reported that a 45 reload was used in the device which could have factored in.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. Device received, investigation pending.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/4/2020. D4: batch # t5az6h. Investigation summary: it was reported that: would not open, reload size selection. The analysis found that one ec60a device was returned with the closure trigger broken and with an ecr45m cartridge reload loaded on the device. The cartridge was received unfired. No functional test was performed due to the condition of the device. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.